Event description:
During procedure, the physician released the stent (subject device) and it migrated (location unknown). The physician chose another stent to cover the aneurysm neck; however the second stent was difficult to release. After several attempts to release the stent, a hemorrhage was noted. The procedure was aborted and the patient underwent surgical clipping instead.

Manufacturer narrative:
The 147.5cm of the distal section of the stabilizer and the stent were returned. The stabilizer appeared to have kinked then separated on its proximal shaft. The stabilizer was bent on its proximal shaft along its length and kinked in several places in the middle section. 6.2cm from the end of the shaft was noted to be compressed. The stabilizer outer tubing was ripped at 88.0cm from its proximal end. No defects were found with the stent. The cause of the difficulties encountered deploying the stent is unusually high friction between the stabilizer, microcatheter, and/or stent in the system. The root cause of high friction during deployment cannot be definitively determined. Known possible causes are: highly tortuous anatomy; inadequate flush and manufacturing defects in stent loading. Due to the high friction, the user may have applied excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression the stabilizer, which may manifest itself as buckling, bending, kinking and breakage. Excessive user force likely accounts for the damages observed to the returned stabilizer catheter. No information was provided regarding the tortuosity of the patient¿s anatomy. Therefore, the probable cause of the reported event cannot be determined.

Event description:
During procedure, the physician released the stent (subject device) and it migrated (location unk). The physician chose another stent to cover the aneurysm neck; however, the second stent was difficult to release. After several attempts to release the stent, a hemorrhage was noted. The procedure was aborted, and the pt underwent surgical clipping instead.

Manufacturer narrative:
This MFR report is related to MFR report #s: 2939204-2009-00896 & 2939204-2009-00897.